Manufacturer narrative:
The insulin pump was received with no esc and act button response due to the flattened button dome switch. There was no unexpected audio/beep anomaly noted during testing. The j2 connector on the lcd board was inspected and no anomaly was noted. They were unable to verify for the excessive no delivery alarm, low reservoir alarm, and they were unable to perform the functional check including rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart test, and all operating current test due to the no esc and act button response. There's no cosmetic damage noted. The pump was received without the original pump belt clip and there was no damage on the pump belt clip slot.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose this morning and the insulin pump alarmed. Caller stated that she only saw the low reservoir and it made a funny sound. Caller stated that they went to the nurse and changed out the infusion set. Caller stated that the pump shocked him and hurt him. Customer did not set the infusion set back up. Customer's blood glucose was 386 mg/dl at the time of the incident. Customer's current blood glucose is 145 mg/dl. Customer had a tummy ache but no ketones. Caller stated that the customer has a back-up plan and customer treated with a manual injection. Customer took off the site and it was not bent. Customer declined to check their settings. Customer performed the high pressure test and passed. Customer was advised to do a complete set change. Customer also had 4 units of active insulin on board and several reservoir alarms and no delivery alarms in the pump. Customer also played ball last night.